Event description:
The customer reported the system was not accepting cassettes. A system message displayed. The event occurred during the set up process. The pt was in the room prepped and draped. The cassette was switched out 2 or 3 times. The system was rebooted with no change. The system was switched out and the case proceeded. The case was completed as planned. There was a 15 minutes delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not confirm the problem reported. The cassette ID pcb was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).